Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure, a guide wire tip detachment occurred. During preparation of a 300cm v-14 guide wire the device was flushed with 10-20cc's of heparinized saline. While shaping the v-14 guide wire tip giving a little angulation, approximately 15-20mm of the guide wire tip broke off. Another of the same guide wire was used to successfully complete the procedure. No patient contact occurred.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed only a little segments of the tip and the core wire were returned. Visual inspection revealed 1.7 cm from the distal tip of the wire was returned, it presents a fracture at the proximal part. The guide wire is within outer diameter specifications. Sem analysis revealed failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation for a percutaneous peripheral intervention procedure a guide wire tip detachment occurred. During preparation of a 300cm v-14 guide wire the device was flushed with 10-20cc's of heparinized saline. While shaping the v-14 guide wire tip giving a little angulation, approximately 15-20mm of the guide wire tip broke off. Another of the same guide wire was used to successfully complete the procedure. No patient contact occurred.

Manufacturer narrative:
(B)(4).